Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during review a journal article, title: laparoscopic gastric bypass with fundectomy and gastric remnant exploration (lrygbfse): results at 5-year follow-up. Author(s): giovanni lesti, alberto aiolfi, enrico mozzi, fabrizio altorio, ezio lattuada, francesco lesti, gianluca bonitta, marco antonio zappa. Citation: obesity surgery (2018) 28:2626¿2633; doi: https://doi.org/10.1007/s11695-018-3220-1. The aimed of this observational prospective study was to analyze the medium-term outcomes and safety of laparoscopic gastric bypass with fundectomy and exploration of the gastric remnant (lrygbfse). From january 2008 to december 2015, 653 consecutive patients underwent the laparoscopic gastric bypass with fundectomy. 12-mm trocar (endopath xcel, ethicon) was inserted 2 cm below the subcostal left arch slightly to the left of the mammillary line. The gastrocolic ligament was opened where the right gastroepiploic vein meets the left gastroepiploic vein with harmonic ace (ethicon). Reported complications for harmonic ace included gastric anastomosis bleeding (n=1) which was successfully managed with endoscopic clipping; intra-abdominal bleeding (n=1) which an emergent laparotomy was performed. Reported complication for endopath xcel trocar included post incisional trocar site hernia (n=2) which required a laparoscopic revision. In conclusion, the lrygbfse seems safe and effective with durable results at 5-year follow-up. Endoscopic exploration of the gastric remnant is an additional valuable tool.